Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. A visual inspection revealed a kink to both the shaft and hypotube 5mm proximal from the rapid port exchange. The rapid port exchange was damaged. The device was returned with the mandrel in place which was able to be removed without issue or resistance. A microscopic inspection revealed that the proximal markerband appeared shifted into the proximal cone. Operations engineering reviewed the applicable manufacturing records related to the complaint device. There is no indication that the reported complaint is related to the manufacturing process. A functional test revealed that the device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device. The device inflated to rated burst pressure and deflated with no issue. Media depicts device within shipping hoop with no damage detected.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during the procedure, the balloon burst. Subsequently, post-dilatation was performed with a 2.5 x 12 balloon catheter, and a 2.5 x 19 promus premier drug-eluting stent was used, but a large resistance was noted, and it failed to cross the lesion. After withdrawal, it was found that the surface of the stent was not smooth and could not be used normally. The procedure was completed with another of the same device. No patient complications were reported, and the patient's status was stable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during the procedure, the balloon burst. Subsequently, post-dilatation was performed with a 2.5 x 12 balloon catheter, and a 2.5 x 19 promus premier drug-eluting stent was used, but a large resistance was noted, and it failed to cross the lesion. After withdrawal, it was found that the surface of the stent was not smooth and could not be used normally. The procedure was completed with another of the same device. No patient complications were reported, and the patient's status was stable.